Event description:
The following description of the event was reported to the carefusion (B)(4) service rep by the foreign distributor and relayed to carefusion via email and documented by a carefusion tech support specialist. "We met another avea which appears "stop running and no alarm" on clinical site. No gas was delivery from unit to pt. But while engineer went to ICU and turn it on again. Nothing can be found." The following additional info concerning the event was copied from an e-mail received from the carefusion (B)(4) service rep that was in response to an e-mail sent by carefusion seeking additional info. "The monitor alarms spo2 low. When the clinical person checked the reason, they found the ventilator stop working, and no alarm was emitted. When dealer's engineer go to the hospital to repaired the ventilator, the ventilator can work normally again, and he didn't find any event record related. After then same problem had irregularly occurred for 3 times again."

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device by the foreign distributor was documented by a carefusion (B)(4) service rep in response to a conversation with the foreign distributor. The foreign distributor evaluated the device and was not able to reproduce the reported failure, thus was not able to identify a root cause in this alleged event. As a customer satisfaction and preventative measure the foreign distributor replaced the device's gas delivery engine with one from their stock. Carefusion sent the foreign distributor a replacement gas delivery engine to replenish their stock. A f/u medwatch report will be sent should new info become available.